Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage. The imaging window was partially detached near the lapjoint section. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. A picture of the device was received from the client, a kink was observed in the sheath assembly.

Event description:
Reportable based on device analysis completed on 09/24/2021. It was reported that visualization issues occurred. The 75% stenosed, 28 x 3.50mm, target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but the catheter did not show an image. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed a partial detachment.